Event description:
Related manufacturer report number: 3006705815-2022-15288. It was reported that patient's trial procedure was abandoned due to a fluid filled sac. Patient is doing fine at this time.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.